Event description:
The cordless driver was sent for eval due to overheating. No further info was provided by the customer. Multiple attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
Primary failure mode was found to be the ebox motor controller. If the ebox fails then the device may rise in temperature.